Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13j31067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested with cloudy fluid coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medications for the event of peritonitis. The outcome was not reported. No additional information is available.